Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the home choice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) to cycle the power and the alarm cleared. The caregiver (cg) then stated the hc previously alarmed system error 2367 and ended therapy. The cg would call back if the hc re-alarms. The cg stated the hp would complete therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the patient on (B)(4) 2012. The patient stated the following: the cause was unknown. Therapy has been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The companion sample set was in original package. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The problem was not confirmed and the cause was undetermined.